Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9316868. Our records show that this is the only instance of septum leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Functional testing was performed on the retention samples for the reported lot number. The results did not indicate the presence of any abnormalities in the tested units for leakage. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that blood leaked from the bd pegasus¿ safety closed IV catheter system isolation plug during use when the needle was withdrawn. The following information was provided by the initial reporter, translated from chinese to english: "on april 16, the inpatient needle was punctured for the newly admitted patient. The puncture was successful and the needle core was withdrawn. It was found that there was blood leakage from the isolation plug, and the nurse immediately removed the catheter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd pegasus¿ safety closed IV catheter system isolation plug during use when the needle was withdrawn. The following information was provided by the initial reporter, translated from (B)(6) to english: "on april 16, the inpatient needle was punctured for the newly admitted patient. The puncture was successful and the needle core was withdrawn. It was found that there was blood leakage from the isolation plug, and the nurse immediately removed the catheter."